Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent alert 60 indicating a bluetooth communications error on the ilet despite multiple restarts, and a replacement device was arranged; blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a failure to read an input signal, traced to the circuit board responsible for bluetooth communications. The device powers up when placed on the charger. The alarms menu shows alert 60 and wants a restart. After restart, alert 60 stills return. The device was checked on the fukuda leak test machine eo377.001 where it failed. The device was the opened to check for fluid ingress or fod. None was found. The customer reported complaint was confirmed. The cause of the failure reported could not be determined. The bluetooth chip u4 failed to operate properly. When the chip was reheated for solderability, it briefly operated then failed. This indicates a bad chip u4.